Event description:
During operation console kept displaying "release pressure from jaws." Surgeon stated there was not excessive pressure on the jaws and requested a new harmonic instrument. A new harmonic instrument was opened and issue resolved. No pt injury.